Manufacturer narrative:
Event was reported to have occurred on an unreported date approximately between (B)(6) 2020 and (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (dose, route, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was recovered pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.